Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation was performed on the native bicuspid valve. Following the valve implant, a balloon dilation was performed. During the post-implant dilation, there was a non-captured beat during rapid pacing, which caused the valve to migrate to the aorta. A second valve implant was attempted, but it was reported that the patient crashed and was taken to the operating room for open heart surgery, where the patient was later found deceased.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012318213); product type: 0195-heart valves; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; product ID evfxplus-34 ((B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation was performed on the native bicuspid valve. Following the valve implant, a balloon dilation was performed. During the post-implant dilation, there was a non-captured beat during rapid pacing, which caused the valve to migrate to the aorta. A second valve implant was attempted, but it was reported that the patient crashed and was taken to the operating room for open heart surgery, where the patient was later found deceased. Additional information was received that the post-implant balloon dilation was performed because the valve did not fully expand. Upon attempting to implant the second valve, the delivery catheter system (dcs) had difficulty crossing the first valve, and subsequently, an aortic dissection occurred due to the valve moving down from being pushed by the dcs. The patient was taken to surgery to treat the dissection, and the valve was explanted. Per the physician, the cause of the patient's arrest and subsequent death was due to the dissection.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.